Event description:
During procedure, oro-tracheal needle broke while being used to inject kenalog to patient's subglottic area. All surgical team participants notified, surgery paused, needle retrieved from subglottic tissue in its entirety. New oro-tracheal needle opened to compare size, to ensure that entire broken needle was retrieved from patient. Photos taken as proof of retrieval and as comparison to whole unbroken needle.